Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: none. Adverse event: hematoma. Time of adverse event: after vessel closure. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, after closure, a hematoma of unspecified size developed at the access site. Manual compression was applied for treatment of the hematoma. There were no reported adverse patient effects. No additional information was provided.